Event description:
The customer reported that he received distraction screws and the outer packaging had been labeled size 12mm but what was inside the box was 16mm. To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. (B)(4).